Manufacturer narrative:
(B)(4). Date sent: 2/19/2026. D4: batch #491d58. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Please provide device details (product code/lot#/batch#). 2. Was the firing sequences started? If yes, was the firing sequence completed? 3. Did the device deliver any staples? 4. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? 5. Were there staples missing from the staple line? 6. If yes, was the staple line complete? 7. Did the device cut? 8. If yes, was the cut line complete? 9. If yes, was there any issue with the cut line 10. Was there any difficulty opening the device jaws? 11. If yes, what steps were taken to open the jaws. 12. If the jaws could not be opened, how was the device removed. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with a gst45b reload loaded on the device. The reload was received fully fired with some b-form staples on the reload deck. Upon visual inspection, the manual override door was noted to be out of position; however, the bailout system was not activated. In addition, the jaws and closure trigger were noted in the close position, the knife was noted to be slightly advanced. As additional testing, the test bailout door was installed and then, the knife reverse switch was activated and the knife returned to the home position as expected. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. The event described of would not fire could not be confirmed as the device fired without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 491d58, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device would staple but would not cut and the surgeon was having difficulty opening the device. There were no patient consequences reported. No additional information provided.